Event description:
The customer called to report multiple no delivery alarms all morning. The customer's blood glucose levels had reached as high as 524 mg/dl. The customer called back after changing the infusion set, and her blood glucose was still 510 mg/dl. The paramedics were called and dispatched to the customer's home. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.